Event description:
The clinician reports the implant was inserted 2025-07-10 in ada 11. On 2025-07-10, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.